Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that his blood glucose readings were not being stored in the memory of the contour plus meter. There was no allegation of an adverse event. The customer discontinued the call, therefore he could not be advised to return the device for evaluation and the replacement device could not be offered.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the device history record was reviewed for the suspected contour plus meter and no manufacturing anomalies were found.